Event description:
Patient presenting lumbar abscess 2 weeks after three stage spinal fusion procedure. First operative procedure: l5-s1 level lateral interbody fusion. A left sided anterior retro peritoneal approach to the l5-s 1 segment was performed. Disc material was retrieved and curettes were used to remove posterior disc material and posterior osteophytes across the endplates of l5 and s1. There was high-grade stenosis centrally but also foraminally. Bilateral neural foraminotomy was then performed. The decompression was much more involved than what is usually required for an anterior lumbar interbody fusion by itself and required significantly more time to perform. This was due to the severe disc space collapse and high-grade foraminal stenosis bilaterally. After the decompression was completed bilaterally and centrally the endplates were prepared for interbody fusion. The disc space was then thoroughly irrigated with saline solution. Gelfoam powder with thrombin was used to control epidural bleeding. A 16 mm peek spacert was then packed as tightly as possible with ossdsign catalyst putty. This spacer was then malleted into the l5-s1 disc space under fluoroscopic guidance. Then a 4.5 mm x 30 mm screw was places through the spacer into l5 to help maintain position of the spacer as well as to assist with the fusion process. Four 30 mm screws were used to fix the an anterior plate across the l5-s 1 segment. Bleeding was once again controlled using thrombin with gelfoam powder and bipolar cautery. Second operative procedure: lateral fusion of the l4-5 level an oblique incision was created of the right flank directly centered over the l4-5 segment. An annulotomy was then created at the l4-5 area and disc material was removed off of the end plates. Once all disc material had been retrieved, the contralateral annulus was divided and the endplates were prepared for interbody fusion. The disc space was then thoroughly irrigated with saline solution. A porous peek spacert measuring 12 mm x 60 mm x 22mm was then packed with ossdsign catalyst as tightly as possible. This peek spacer was then malleted into the l4-5 disc space under fluoroscopic guidance. A 2-hole plate was placed using a 55 mm screw into l4 and a shorter 40 mm screw into l5. The wound was then irrigated thoroughly. Bleeding at this point was controlled using thrombin with gelfoam powder and bipolar cautery. Closure was then accomplished reapproximating the internal and external oblique musculature. Immediate subcutaneous cutaneous tissues were closed with a 3-0 vicryl. And skin closure was accomplished using mastisol and steri-strips. The wound was then sterilely dressed. Third operative procedure: posterior spinal fusion with instrumentation from l4 to s1. A left sided wiltsey incision was created overlying l4 to s1. Dissection was carried out down to the facet joints of l4-5 and l5-s1and carried laterally exposing the transverse processes of l4, l5, and the sacral ala. The capsules were destroyed exposing as much bone as possible. The high-speed bur was then used to decorticate the facet joints, destroying as much of the facet cartilage as possible. The lateral pars region and the transverse processes were also decorticated. The locally obtained autograft bone was left in- situ in the posterolateral gutter. This constituted a posterior fusion of l4-5 and l5-s 1. Pedicle screws were placed, using 6.5 mm x 50 mm screws in each of the pedicles. After confirming the screws were properly positioned, an appropriate-sized rod was placed to span the pedicle screws. The rod was tightened into position using set screws. The wound was then thoroughly irrigated. Bleeding at this point was controlled using thrombin with gelfoam powder and bipolar cautery. Wound closure was then accomplished by reapproximating the fascia and immediate subcutaneous tissues were closed and skin closure was augmented using mastisol and steri-strips. The incision was then washed and sterilely dressed with bioclusive dressings. Reported complication: patient presented a lumbar abscess 2 weeks after the last procedure requiring CT guided aspiration of the abscess. Cultures were taken and sent for analysis showing heavy growth of staphylococcus aureus and moderate growth of gram positive cocci, no anaerobes or fungus were isolated. Event reported as resolved 3 months after onset. No further complications have been reported as of writing of this report. The event was not considered unanticipated.